Manufacturer narrative:
(B)(4). Arjohuntleigh received a complaint where it was indicated that two slings were found with the stitching inside of the loop failed "the straps of the slings broke, ripped, frayed". I was indicated that when the event occurred the product was not directly involved with an adverse event. When reviewing similar reportable events, we found a number of cases with similar fault description (loop stitching inside loop failed). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable and slightly increasing. It has been established that these slings were not being used for patient handling at the time of the event. During our investigation, one sling was found with the red loop stitching inside loop failed and the other one with stitches failure of the strap connecting the head support buckle to the shoulder loop. Both slings were found to not have been to specification. The sling or system was not in use at the time for patient care and it did not cause or contribute to an adverse event, but it is the focus of our report and investigation. Tests carried out during the development of the sling, and in current production on every sling manufactured, would indicate the stitching of the loops meets the OEM specification. A proper inspection of the sling should have detected the failure of these slings, especially since one of attachment points of the red loop was broken and also stitches of the strap connecting the head support buckle to the shoulder loop failed. Therefore, these slings showing signs of unstitching, should be withdrawn and replaced. After reviewing the complaint, it was determined that the loop breakage occurs in general ways: as the pressure on the sling loop, in the opposite direction of that experienced in normal use which can be caused by the caregiver pulling the loops that way by hand, or, a much higher strain, where there loop/sling becomes caught in an obstruction. This appears to be an indication that the loop was broken due to the application of outside force that caused the break. After t his review, we can state the event outcome of the breaking of the loop, is not likely to happen when following the device labeling or the instructions for use (IFU). The sling is not likely to fail during the intended, correct use as described in the IFU, but that a failure can occur during a use error. We find most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. We find this complaint to be reportable to the competent authorities. (B)(4).

Event description:
Arjohuntleigh received a complaint where it was indicated that two slings were found with the stitching inside of the loop failed "the straps on the slings broke, ripped, frayed". It was indicated that when the event occurred the product was not directly involved with any adverse event.